Event description:
The facility representative reported a colleague infusion pump with "duplicated messages on main display ". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of duplicated messages on the main display was confirmed during product evaluation. The quality engineer has identified the cause as duplicated messages on the main display. The main display was replaced to correct the reported condition. The user interface module software version is 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the main display was replaced.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.